Manufacturer narrative:
H.6. Investigation summary: two photos of a loose 10ml syringe were received and evaluated. It was observed there was two small vertical ink lines near the flange that may have been part of the "ml". No other markings were present and the missing scale was rejectable per product specification. The potential root cause for the missing scale is associated with the marking process. No DHR review can be carried out as lot number is unknown. Batch # is required to make corrective actions determination. No corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd syringe luer-lok¿ tip was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 302995; batch no: unknown. It was reported that the graduation markings are missing. Event description per email states: we have had 3 incidents were the luer-lok tip syringes are coming without any markings on then. I only have one to send back which is a 10ml. The other two were 3ml and they did not save it for me. I do not have the packaging so no lot number to connect it.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd syringe luer-lok¿ tip was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 302995 batch no: unknown. It was reported that the graduation markings are missing. Event description per email states: we have had 3 incidents were the luer-lok tip syringes are coming without any markings on then. I only have one to send back which is a 10ml. The other two were 3ml and they did not save it for me. I do not have the packaging so no lot number to connect it.